Event description:
A positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to an auto repeat test result. The laboratory's policy is to repeat all troponin results that are greater than 30ng/l (0.03ng/ml). A negative troponin test result was reported to the clinician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse installed new bulk fluid reserve ap assembly on the acid and base reservoirs and performed a system check up. As part of the system check up the reagent arm 3 x motion belt tension was reset for improved movement. The cause for the discordant result is unknown and unlikely that the work performed by the fse was a contributing factor. The customer's quality control results were within acceptable ranges. No conclusion can be drawn.